Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to a doctors appointment and it was discovered that the patient's stimulation was off and they did not know how. The patient said the last two weeks, they had a return of symptoms. The patient did not have the patient programmer on them during the call but it was reviewed how to turn the device back on. The patient was advised to call back if they needed further assistance. The caller called back and said they could not find the programmer. The caller did not think the patient ever had a programmer. The patient was able to successfully turn stim back on but they did not see a difference in their symptoms yet but mentioned she felt better today. The caller said the patient has not charged the ins and therefore the ins became low and stim shut off. The caller was going to follow-up with the hcp to get a pp. No further complications were reported/anticipated.